Manufacturer narrative:
(B)(4). Per baxter homechoice at-home user guide, users are instructed to connect the patient line to their transfer set prior to starting the initial drain when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing)/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) explained the alarm and the registered nurse (rn) would call the home patient (hp) to see if she pressed go before connecting. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2013 and he said that the patient had pressed go before connecting and then the patient connected. He reviewed the proper procedures with the patient and had her start over with new supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.